Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/19/2022, it was reported by a sales representative via email that an ar-1588rt-2j tightrope® ii rt suture broke when tensioning the graft was partially in the tunnel. At this point the surgeon could not back the graft out and used screws as back up to prevent damage. Although the tightrope broke, surgeon used it to complete the case and it remains in the patient. This was discovered during an acl reconstruction on (B)(6) 2022.